Event description:
The reporter indicated that the device was explanted due to inability to communicate. The surface ECG demonstrated noncapture with adequate ECG. The pt had not been followed routinely.